Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial# (B)(4), product type : programmer patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via friend/family member who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that when the patient unplugged the controller from the recharger antenna yesterday after recharging the implanted neurostimulator(ins), the controller screen went white for a moment and then the controller shut off. The controller did turn back on, but the patient noticed that therapy could not be adjusted up. The patient's representative would adjust therapy up and then the therapy would automatically adjust back down to "1" by itself. A new controller was requested. Caller was redirected to hcp if controller replacement does not resolve issue. The patient also mentioned they have a follow up appointment with their healthcare provider (hcp) in one or two weeks. The patient was in pain because the therapy settings could not be adjusted up permanently and spinal cord stimulator was not giving pain relief at current settings. Additional information was received. It was reported patient and their husband called back because the new controller didn't fix the issue, and restated the issue is that when they change settings it doesn't stay there. They said if they move settings to 8.8v, it would go back down to 1 about 5 minutes later. Caller stated the patient hadn't had any falls or trauma. It was recommended following up with hcp for further investigation since controller has already been replaced.